Event description:
In 2002, gliatech's distributor in the UK (forth medical) described a conversation with consultant plastic surgeon in which he notes that he had observed occasional "raging infections" following application of adcon for tenolysis procedures. Per the distributor, the surgeon believes that "the presence of adcon seems to exacerbate the infective episode. Upon further clarification, it was determined that the infections occurred following application of adcon-t/n (not commercially available in the united states). The surgeon recalled that he had observed approximately five total cases of infection. Although these infections initially appeared to involve adcon-t/n, the surgeon did state that one recent case of infection (approximately three weeks ago) occurred following an off label use of adcon-l. In all cases the surgeon reported that the infections developed within twenty-four hours of the surgical procedure. Surgeon described the infections as "a bag of puss surrounding the wound". All pts are presently doing well following administration of antibiotics.